Event description:
Pt received anesthesia for a surgical procedure, a vaginal hysterectomy. Pt was extubated in the operating room, followed commands, breathing spontaneously and moving all extremities. The surgery was uneventful. Pt was transported to the post anesthesia care unit. When pt was put on the post-surgical monitoring device, the nurse assigned failed to turn on the alarm, resulting in pacu staff unable to detect when pt's breathing had become abnormal. The post-surgical monitoring device has a three step process to activate the alarm. Nurse failed to complete step three of the process.